Event description:
A customer contacted baxter's technical service center and reported receiving a check lines and bags alarm on the homechoice (hc) machine during priming. The technical service representative (tsr) assisted the home patient (hp) and had the hp check the lines for occlusions. The tsr had the hp check the connection to the drain bag manifold. The connection was not completely secured. The hc resumed prime. No patient injury or medical intervention was reported. No further information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. This event occurred due to use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A 510k number cannot be provided in this report because the product code is unknown at this time. Should any additional information become available, a follow-up report will be submitted.